Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The available data have been carefully analysed. Based on the recordings we received, the observation of high instable thresholds cannot be confirmed. However, the iegms received display artefacts on the atrial channel such as cross talk of the ventricular signal and noisy signals. No further anomalies were observed. In spite of these findings, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead and long-term trends of the threshold measurements would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 10 months, elevated threshold values (> 4v @ 1ms) were reported during a routine follow up on (B)(6) 2015. No other abnormality was detected. Biotronik has not received further details with regard to this event. Should we receive additional information, this report will be updated. The lead was not returned to biotronik. No adverse patient side effects have been reported.